Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer's mother stated that none of the buttons work and escaped and act are not working. During the troubleshooting the customer stated that the buttons now are working and was able to complete her set change. The customer's mother was advised to call back if any other issues.